Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's support arm was broken. Identification of issue has been done by analyzing problem description, service report, communication with field service technician (fse) and provided picture. It was revealed that clamp attachment of support arm was defective. According to the information provided by the technician, the customer bought a new support arm to resolve the problem. The issue was decided to be reported as the broken/damaged support arm may lead to stop of ventilation (extubation) or injury. There was no patient harm. The most likely root cause is related to usability and to design level at the supplier. H3 other text : 4112.